Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient had discomfort with the battery pocket. The doctor evaluated the scheduled for surgery to replace. The patient's system was replaced with a lead that is MRI compatible because patient needs mris. The issue is resolved at the end of this report.